Manufacturer narrative:
The pump was received with no button response due to moisture on the keypad traces. There was no button error alarm during the testing. They were unable to perform the displacement test due to the no button response. The pump was received with cracked reservoir tube lip, minor scratched display window, and a cracked case at the display window corner.(B)(4)

Event description:
The customer reported via phone call that yesterday she was doing a set change and the pump began failing. Customer changed the battery and received a button error alarm. Customer's blood glucose was 203 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.